Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the telemetry device has no sound. It is unknown if the device was in clinical use at the time of the event, no adverse event or patient harm was reported.

Event description:
The customer reported that the telemetry device has no sound. The product was tested and the issue was not able to be replicated. It is unknown if the device was in clinical use at the time of the event, no adverse event or patient harm was reported.

Manufacturer narrative:
The device was tested several times with different alarms using a patient simulator. The reported problem was not duplicated, and no errors were observed during testing. As the reported problem was not duplicated during evaluation, the root cause of the failure cannot be determined.